Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were sticking and cancelling boluses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 08/13/2014 with the following findings: the keypad cover was found to be intact. Evaluation revealed that all of the keypad buttons were sticking and intermittently responsive. The keypad cover was removed and evidence of contamination was observed under all of the key contacts. Unrelated to the reported event, the display screen was found to be dim and discolored. Also unrelated to the reported event, the battery compartment was observed to be cracked below the grip pad. Cartridge and battery caps were not returned with the pump; a test battery cap was used during all steps of the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.